Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.0/2.5/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim#: (B)(4).